Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pelvic pain, vaginal pain, infection, urinary problems, bowel problems, and other injuries from the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.